Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported undergoing an unrelated spinal fusion procedure. The patient reported that their pain condition had resolved following the spinal fusion procedure. The physician elected to explant the evoke spinal cord stimulation (scs) system to extend the spinal fusion. The evoke scs system was confirmed to be functioning as intended prior to explant. The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation. Saluda has not been provided with the details of the physician or the facility that conducted the explant. The exact dates of the event and the explant procedure have not been disclosed to saluda. The information recorded in the MDR is based on an estimated timeline, reflecting when the saluda representative was first informed of the incident.